Event description:
It was reported that a dell handheld computer is suspected to have a faulty connection that connects to the programming wand. Good faith attempts to obtain the product for product analysis by the manufacturer have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.